Event description:
Customer reports a potential false positive troponin (tni) result. Pt was diagnosed with a blood clot in her leg and has just been started on lovenox.

Manufacturer narrative:
Product services tested returned pt sample (B) (4), calibrator z (neg. Control), and calibrator h (pos. Control) on profiler (B) (4). Observations for tni recovery, false positives, elevated values, and high bias follow: no false positives, high bias, or elevated values were observed with any sample. No error codes or standard outliers were observed. Pt sample 1 tni was <0.05 ng/ml on triage and 0.01 ng/ml on access ii. No elevated recovery was observed. All data points for cal z were below the mfg cutoff. All data points for cal h were within the mfg 2sd range. Conclusion: product services tested returned pt sample in-house and observed the following tni results: triage at <0.05 ng/ml, access ii at 0.01 ng/ml. There was no discrepancy between methods. Further device retention testing on positive and negative controls gave results within mfg specs. Corrective action not required as product deficiency was not established. Sample may have been compromised by shipping conditions. Sample arrived thawed (on ice packs). Product services recommends keeping sample frozen, especially to prevent tni degradation.